Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. No anomalies found during review of performance data collected from the device. It was noted there was a likely pressing of the emergency button during a programming session.

Event description:
It was reported the patient presented to the clinic approximately 35 days post implant, and the device settings had been reprogrammed to vvi: 70ppm at 6v at 1.5milliseconds from ddd 50/130 bivi pacing. The patient denied hospital visit and any other unusual setting that may have tripped the power on reset. Device performance data was forwarded to technical services for review and revealed programmed setting consistent with emergency vvi settings since time of implant. Of significant note, it was suggested the person running the programmer at time implant may have accidentally, unknowingly hit the emergency key. No patient complications have been reported as a result of this event.